Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited external noise with oversensing. It was noted that the patient did not appear to be pacer dependent. Technical services (ts) discussed troubleshooting options, and the clinic planned to follow up with the patient. This pacemaker system remains in service. No adverse patient effects were reported.